Manufacturer narrative:
B5: describe event or problem - updated. H6: device codes- updated based on additional information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress and a sheath leak occurred. During a pulmonary vein isolation procedure, a faradrive was selected for use. After the transseptal puncture and while advancing a farwave catheter into the sheath, a valve leak was observed. The valve was noted to have been leaking air. The sheath was replaced, and the procedure was completed successfully without any patient complications. The sheath is expected to be returned for analysis. It was further reported that no abnormalities were noted during preparation, and no damages to the luer were observed. A pressure bag was used for the method of irrigation. The flow rate was described as dripping. It was further clarified that the sheath was just leaking air, but no air was visible in the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress and a sheath leak occurred. During a pulmonary vein isolation procedure, a faradrive was selected for use. After the transseptal puncture and while advancing a farwave catheter into the sheath, a valve leak was observed. The valve was noted to have been leaking air. The sheath was replaced, and the procedure was completed successfully without any patient complications. The sheath is expected to be returned for analysis.

Event description:
It was reported that air ingress and a sheath leak occurred. During a pulmonary vein isolation procedure, a faradrive was selected for use. After the transseptal puncture and while advancing a farwave catheter into the sheath, a valve leak was observed. The valve was noted to have been leaking air. The sheath was replaced, and the procedure was completed successfully without any patient complications. The sheath was received for analysis. It was further reported that no abnormalities were noted during preparation, and no damages to the luer were observed. A pressure bag was used for the method of irrigation. The flow rate was described as dripping. It was further clarified that the sheath was just leaking air, but no air was visible in the patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified both external and internal valves to be torn on the inner face by the center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.